Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. Analysis revealed the user of the torque wrench incorrectly attempted in inserting the torque wrench into both the atrial and ventricular setscrews. Both setscrews could not be tightened because of the incorrect wrench insertions. Upon laboratory testing, it was found that the setscrews could be tightened when the torque wrench was correctly inserted into the setscrew insets. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure. The cause of the reported event was isolated to user error/ instructions for use (IFU) not followed.

Event description:
It was reported that the patient presented for a pacemaker implantation on (B)(6) 2023. During the procedure, the set screw of the pacemaker's header could not be tightened. The pacemaker was not used and was replaced. There were no reported adverse consequences.